Event description:
It was reported that the customer had a a33 alarm during the priming on the insulin pump. The customer's blood glucose level was 108 mg/dl. The customer was treated with manual injection. The customer was doing a set/reservoir change, doing the fill tubing process, gets alarm. The customer said that the alarm happen a few times last couple of weeks. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue used of the inulin pump and revert to a back up plan per healthcare instructions.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime, or excessive no delivery alarms due to the alarm. The pump was received with normal operating currents, and passed the unexpected restart and self tests. The pump had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.